Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained that the results for 1 patient tested for elecsys ft4 ii assay (ft4 ii) and elecsys tsh assay (tsh) on a cobas 8000 e 602 module do not match the clinical picture for the patient. It is not known if incorrect results were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the tsh erroneous results. The patient was diagnosed with dysthyroidism in (B)(6) 2015 and is being monitored due to being treated with neomercazol. The patient is also taking 100 mg of biotin 3 times per day for multiple sclerosis. The tsh result from the e602 module was 0.10 uiu/ml and the ft4 ii result was 52.3 pg/ml. According to the customer, these results suggest the patient has hyperthyroidism. The results from the e602 module do not correspond to the clinical picture for the patient and the customer thinks there is a biotin interference. The same thyroid tests were performed using a different method and the results from this method corresponded to the patient¿s clinical picture. The actual results were not provided. The customer stated the results confirmed an interference with biotin. The patient was tested using a method other than roche and the results were "negative" for anti-thyroperoxidase, anti-thyroglobulin and anti-tshr. The actual results were not provided. It is not known if the results from the other method were from the same sample or a different sample. This information was requested but could not be provided. There was no allegation that an adverse event occurred. The e602 module serial number was not provided.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Based on the information available, a general reagent issue can most likely be excluded. Since the sample was not available, the customer's claim about a biotin interference could not be investigated. Product labeling addresses biotin interference: "tsh: the assay is unaffected by biotin levels up to 25 ng/ml. Ft4 ii: the assay is unaffected by biotin levels up to 20 ng/ml. Samples should not be taken from patients receiving therapy with high biotin doses (i.e. > 5 mg/day) until at least 8 hours following the last biotin administration."